Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee artery. After a non-bsc guidewire was advanced to cross the lesion, a 2.0mm x 150mm x 150cm, mr coyote¿ balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured. The balloon was completely removed and the procedure was completed with a 2x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.